Manufacturer narrative:
(B)(4) . During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is being conservatively filed for patient death. It was reported that on (B)(6) 2013, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure, with implantation of one clip. The mr was reduced from grade 3+ to 2+. In (B)(6) 2013, the patient died of unknown cause. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of worsening heart failure and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who noted that the initial mitraclip procedure was successful resulted in a reduction of mitral regurgitation (mr). Afterwards, no major adverse events were reported. The death occurred approximately 3 months after implantation was related to heart failure progression, with no indication of a device relationship. Based on the information reviewed, a definitive cause for the reported patient effect of heart failure could not be determined. The reported death; however, was due to the heart failure and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, additional information was provided that the patient was treated for congestive heart failure prior to their death. On (B)(6) 2014, the patient died from congestive heart failure. Per study physician, the death is possibly related to the mitraclip device. No additional information was provided.